Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue part) of a peritoneal dialysis (pd) transfer set. This event was further described as, ¿light blue parts break off the dark blue part¿ and ¿it just keeps twisting because it was broken inside¿. This was observed during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.